Event description:
It was reported, by the patient, that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. Prior to the index procedure, the patient presented with chest pain and elevated troponin levels. Lasix, nitroglycerin, ace inhibitor and beta blocker were administered. Clinical impression was acute non-st elevated myocardial infarction (mi) with elevated markers and acute mild congestive heart failure. The patient was taken to cardiac catheterization lab (ccl) and angiography noted complete occlusion of the left circumflex (lcx) artery beyond the origin and 25-28mm long, 80% stenosed lesion in the proximal segment of the left anterior descending (lad) artery which involved a 50-70% stenosed lesion in the diagonal (dx) . After angiography was performed, a pigtail catheter was introduced and advanced to the left ventricle. A 3.5 q curve guide catheter was advanced into the left coronary ostium and cannulated the vessel very well. A non-bsc guide wire (with the tip bent in a hockey stick fashion) was advanced to the lcx. The left complete occlusion was "prodded" for approximately 5 minutes with no result, as the physician felt this was an old lesion. The lesion was abandoned and the guide wire moved to the dx. Another non-bsc guide wire was advanced through an adapter into the guide catheter across the left main (lm), proximal lad lesion and across the distal portion. Next, a taxus express2 paclitaxel-eluting coronary stent 3.0x32mm was advanced directly to the lesion site, no pre-dilatation was performed. The stent was deployed at 14 atms for 30 sec. The stent delivery balloon was deflated and withdrawn. Excellent results, "step-up and step-down" and timi 3 flow were observed. At this point, the patient did experience some chest pain, nausea and st/t wave changes. The patient was administered zofran. The guide wire was moved and advanced through the stent struts of the just placed stent into the dx branch but would not successfully advance. Injection showed the dx was opening up however, and flow was slowly re-establishing. The procedure was completed and no further patient complications were reported. The patient was discharged from the hospital with the following medications; plavix 75mg/day, zebeta 2.5mg/day, altace 5mg/day, lanoxin 0.25mg/day, nitroglycerin 0.4mg sublingual as needed and lipitor 40mg/day. Approximately one month post-procedure, the patient presented with severe chest pain. Nitroglycerin drip was administered in the emergency room and the patient was admitted for observation. The symptoms resolved and the patient was discharged. Approximately three month post procedure, the patient began experiencing shortness of breath and a "nagging pain in the epigastric region". The patient was hospitalized for five days for observation and clinical impression was congestive heart failure (chf). The patient was discharged and home for five days and re-admitted presenting with progressive onset of worsening dyspnea (progressed to where she cannot walk across the room without shortness of breath), mild chest heaviness. An EKG showed new small st depressions laterally and angiography showed the lad completely occluded (appeared to be some thrombus) with very slow flow. The patient had suffered severe anterior apical, septal and anterior wall infarction. The patient was taken to ccl for and nuclear study showed viability in the anterior and lateral walls. After nuclear study was performed, a 6 french xb-lad guide catheter was placed in the lm coronary ostium. A non-bsc guide wire was advanced down the lad with only moderate difficulty. A non-bsc 2.5x20mm balloon was advanced to the distal end of the previously placed taxus stent and inflated six or seven times at 10-14 atms for 30 sec. Hand injection as performed. The artery was opened decently, though there was quite a bit of spasm distally, so intracoronary nitroglycerin was administered and opened up the distal artery nicely. There were still a couple of areas within the stent that appeared to have significant residual in-stent restenosis, so non-bsc 3.0x20mm balloon was advanced to the stent location and inflated 2 times in two different locations at 12-14 atms for 60 sec each. The balloon was withdrawn. Excellent results were obtained in the lad with good runoff. The physician attempted for approximately 15 minutes to advance a guide wire to the dx but was unable to pass the occlusion. The physician felt since the dx was observed filling by collateral and would be a large enough target to intervene on surgically, it would be left alone at this point. The patient then developed atrial fibrillation post procedure. Esmolot was administered and biphasic current cardioversion was performed which maintained sinus rhythm. At this point it was the cardiac surgeons opinion there was "not enough viable myocardium to justify further coronary intervention". The patient was discharged from the hospital when she was able to get off all the IV medications. Medications at discharge were plavix 75mg/day and toprol 50mg/day. Medications at the time of the event: aspirin 81mg/day, ativan daily, lasix 40mg/day, lipitor 20mg/day, metolazone 1.25mg/day, plavix 75mg/day, potassium 20meq/day, protonix 40mg/day, reglan 10mg/day, spirolactone 25mg twice daily, toprol xl 100mg/day and zoloft 100mg/day.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.